Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that an occlusion alarm occurred. Customer reverted to a backup insulin pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.